Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent an explant procedure due to high lead impedances. In addition, the patient elected to proceed with replacement in order to obtain MRI conditionality. Postoperatively, the patient is stable and reports no complications. In accordance with facility policy, the explanted device was disposed of by the physician and will not be returned for evaluation.